Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, time: 9:00 am. Inratio: 2.8. Patient was admitted to the hospital with gi bleeding at 3:00 pm. Lab inr = 6.0. Coumadin dose was held for several days.

Manufacturer narrative:
Investigation pending.